Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing, as well as oversensing of sense b node noise, and low amplitude measurements in untreated episodes. The s-ICD was reprogrammed, and additional information indicated surgical intervention was later performed and the s-ICD was explanted and returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing, as well as oversensing of sense b node noise, and low amplitude measurements in untreated episodes. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific and, as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing, as well as oversensing of sense b node noise, and low amplitude measurements in untreated episodes. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information indicated surgical intervention was later performed and the s-ICD was explanted and returned for analysis. This event will be updated upon completion of analysis.